Event description:
It was reported that, during testing the pump delivery rate was too high. No additional information about the event can be provided at this time.

Manufacturer narrative:
B3 date of event: unknown. G4 are unknown, no information has been provided to date. E1 - initial reporter phone (B)(6). One device was received for investigation. During visual inspection the device was observed to have a cracked display lens. The reported issue was confirmed during functional testing when the device delivered a flow right higher than specification. The investigation traced the issue to the device expuslor, but a root cause was not established for the observed condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device expulsor will be trimmed to address the flow rate and the display lens replaced.